Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was prescribed a two week course of oral antibiotics on (B)(6) 2015 for unknown reasons. The implanted device remains.